Event description:
The patient was reportedly experiencing loss of lock. External equipment was exchanged, however, this did not resolve the issue. Device testing could not be performed due to loss of lock. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.